Event description:
Hcp reported the patient has been experiencing an increase in spasticity unless patient is refilled a little early. He feels the pump is having problems when the volume gets too low, eventhough it is not beeping. The hcp realizes the pump is close to needing to be replaced, but as long as the patient is doing well with early refill, he will continue this until there are other problems. At that time, he will consider replacing the pump.